Event description:
A report was received that a patient would undergo a pocket revision as the site was uncomfortable and sore because the patient sat on the ipg. The ipg was moved from the buttocks to the abdomen. The patient was reportedly doing well after the pocket revision.

Manufacturer narrative:
This is the final report.